Event description:
It was reported that a patient¿s implantable neurostimulator (ins) stopped working ¿about 1 year ago¿, and that the patient¿s symptoms, ¿holding it¿ have returned since it stopped working. It was reported that the patient had not had her device assessed. It was noted that the patient reported a lost or stolen patient device. It was reported that the battery status of the patient¿s ins was unknown since it had not been checked.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v526907, implanted: (B)(6) 2010, product type: lead. (B)(4).